Manufacturer narrative:
(B)(4). The service engineer (se) evaluated the ventilator and verified the reported issue. The se replaced the keyboard assembly, which resolved the reported issue.

Event description:
It was reported that during patient use, a ventilator keyboard malfunctioned. The patient was removed from the ventilator and placed on an alternate device. There was no patient harm as a result of this event.

Manufacturer narrative:
The suspect component was returned to covidien/ medtronic¿s product analysis.  A visual inspection of the returned component was performed. The returned component was installed into a test ventilator for analysis. An investigation was performed and the product analysis technician reported that the reported issue was verified. The identified root cause of the reported issue was isolated to normal wear. If information is provided in the future, a supplemental report will be issued.